Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an 80mm thoracic aneurysm. It was reported that during follow up, a CT identified a type ia endoleak. Per the physician's statement the endoleak was caused by anatomy. The patient received treatment where an extension and endoanchors were used and the endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.